Manufacturer narrative:
No product will be returned for evaluation.

Event description:
On 01/20/2010, the patient reported that a couple of nights ago when he got up during the night, he noticed his insulin infusion set tubing was disconnected from his infusion device. He tested his blood glucose and it was 577 mg/dl. He stated the tubing had been in use for a couple of days. He reconnected the tubing, re-primed and bolused insulin for his elevated reading. He discarded the tubing at issue. He said, he changes his headset and tubing every 3-4 days. He was advised to change the tubing every 6 days and to not use the headset more than 3 days and to properly tighten the luer lock. He stated, he is changing the infusion sets more often than recommended and that it takes 50 units to prime instead of 25 units. He stated, he has only been using his infusion device for 2 weeks and he and his trainer changed his basal rates last night. The patient stated his reading this morning was 78 mg/dl which is good. The patient did not require assistance from a healthcare professional or second party to address the issue. No product will be returned for evaluation.